Manufacturer narrative:
The axes controller platform (acp) was analyzed. The acp was installed, successfully programmed, and tested on the printed circuit assembly (pca) golden system, run 10 power cycles with no issue on startup and no errors or failures were triggered. The acp remained on the system for 1 hour idling in normal mode with no issue. In addition to the test, this unit went through in process correction verification test and passed all the tests. The axes controller platform dual (acpd) was analyzed. Upon visual inspection, no issues were found that is related to the report issue. The acpd was installed and tested into a golden pca system where the component functioned as expected and it replicated the report error 23095 during 10 power cycles. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to an electrical defect of a component or module within the acpd on the patient side cart (psc).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the axes controller platform dual (acpd), the axis motor, and the axes controller platform (acp) to correct the reported event. The system was tested and verified as ready for use. Isi did receive the acp and acpd and the involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The axis motor was analyzed and found to was confirmed but not replicated. Visual inspection did not find any factor that could be related to the reported event. The unit was installed onto a system and calibrated. The unit was able function as intended with no errors. During calibration, the shoulder axis was put on sine cycle and also did not trigger any errors. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that an intuitive surgical, inc. (Isi) field service engineer (fse) reported that the site stated the issue has recurred. The system repeatedly faulted with a 23095 error. The technical support engineer (tse) was unable to review logs because the system had been rebooted. There was no reported injury.